Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that there was an infection. Additional information received: on 11-aug-2020, a literature article from the republic of korea was received regarding an unspecified number of patients (ages and genders not reported) who were treated with chlorhexidine in the intensive care unit. Medical history included intensive care unit admission. The most common comorbidities were solid tumor, diabetes mellitus, neutropenia, chemotherapy, immunosuppressive treatment and liver cirrhosis. The most common form of infection was catheter-related infection, followed by pneumonia and primary bacteremia. Concomitant products were not reported. On unreported dates, the patients started treatment with unspecified brands of chlorhexidine at unreported doses topically once daily for infection prophylaxis. On unreported dates, after starting treatment with chlorhexidine, the patients developed mrsa bacteremia. The mic (minimum inhibitory concentration) of chlorhexidine was found to decrease over time in the study. No further information on specific patients or events was provided. The authors concluded: 'the incidence density of mrsa bacteremia in intensive care units has decreased dramatically over 10 years, due to the implementation of infection control measures including improved hand washing, central venous catheter bundle, and chlorhexidine bathing.' Company comment: on an unspecified date, the patients started treatment with chlorhexidine for infection prophylaxis. On unreported dates, after starting treatment with chlorhexidine, the patients developed (B)(6) bacteremia. Medical history was cumulative presented; however, it should be noted that all patients were more susceptible for developing of complicated infections having in mind underlying conditions (solid tumor, diabetes mellitus, neutropenia, chemotherapy, immunosuppressive treatment and liver cirrhosis). Therefore, having in mind aforementioned and that chlorhexidine bathing contributed to decrease of the incidence of (B)(6) bacteremia, the causality is assessed as not related to chlorhexidine. The company would consider the event of (B)(6) bacteremia as serious, being medically important event.

Manufacturer narrative:
No additional information was provided by kim h, kim es, lee sc, et al (journalists in antimicrob agents chemother). Propharma did reach out to obtain with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings. See narrative below.

Event description:
It was reported that there was an infection. Additional information received: on (B)(6) 2020, a literature article from the republic of korea was received regarding an unspecified number of patients (ages and genders not reported) who were treated with chlorhexidine in the intensive care unit. Medical history included intensive care unit admission. The most common comorbidities were solid tumor, diabetes mellitus, neutropenia, chemotherapy, immunosuppressive treatment and liver cirrhosis. The most common form of infection was catheter-related infection, followed by pneumonia and primary bacteremia. Concomitant products were not reported. On unreported dates, the patients started treatment with unspecified brands of chlorhexidine at unreported doses topically once daily for infection prophylaxis. On unreported dates, after starting treatment with chlorhexidine, the patients developed mrsa bacteremia. The mic (minimum inhibitory concentration) of chlorhexidine was found to decrease over time in the study. No further information on specific patients or events was provided. The authors concluded: 'the incidence density of mrsa bacteremia in intensive care units has decreased dramatically over 10 years, due to the implementation of infection control measures including improved hand washing, central venous catheter bundle, and chlorhexidine bathing.' Company comment: on an unspecified date, the patients started treatment with chlorhexidine for infection prophylaxis. On unreported dates, after starting treatment with chlorhexidine, the patients developed mrsa bacteremia. Medical history was cumulative presented; however, it should be noted that all patients were more susceptible for developing of complicated infections having in mind underlying conditions (solid tumor, diabetes mellitus, neutropenia, chemotherapy, immunosuppressive treatment and liver cirrhosis). Therefore, having in mind aforementioned and that chlorhexidine bathing contributed to decrease of the incidence of mrsa bacteremia, the causality is assessed as not related to chlorhexidine. The company would consider the event of mrsa bacteremia as serious, being medically important event.